Manufacturer narrative:
Per the user guide: check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the tubing connection can result in under delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the pump supplies and the alarm reoccurred. While changing the infusion set site, customer observed leakage at the t:lock connection and insulin was observed to be "running out of the end of the tubing". There were no issues observed with the infusion set cannula or tubing. Contact changed the infusion set site. Customer's blood glucose (bg) was 48-68 mg/dl. Customer manually suspended insulin delivery and consumed carbohydrate to address low bg. Upon follow up, contact reported that the reported issue was resolved after a new cartridge was loaded.